Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.